Event description:
(B)(6), physician's assistant reported injecting a (B)(6) female pt in the cheek areas with a total of 3.0cc of radiesse on (B)(6) 2013. Nothing unusual was noted during the injection. On saturday, (B)(6) 2013 the pt called to report she had developed pain. On sunday, (B)(6) 2013 she reported continued pain with redness at the junction of the nose and cheek on the left side. The pt went to urgent care for treatment presenting with a one inch blackish scab at the junction. The urgent care provider contacted the pa's medical director to report the pt's redness, pain and cellulitic symptoms were treated with antibiotic, keflex and silvadene for treatment of the scab. The pt returned to (B)(6) 2013 with the scab much improved. (B)(6) spoke with a (B)(6) medical director for consultation and it was suggested that the area be flooded with 50-100 units of vitrase diluted with 2% lidocaine. Photos of the pt were sent to the medical dir showing the area of duskiness had reversed and has residual pain and numbness with no tissue breakdown.

Manufacturer narrative:
During f/u it was reported the pt returned to the office on (B)(6) 2013. The area of numbness was getting smaller and her pain was less frequent. She has not returned to the office since that time. The device record for radiesse lot 100063629 was reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.